Event description:
The customer reported that the interconnect cable was torn/frayed.

Manufacturer narrative:
The ge service rep removed and replaced the interconnect cable. The system tests and operates as intended.